Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR:2134265-2017-07724. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was deep seated in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was then advanced. The closure device was deployed and they had finished the case. However, there was a very small collection of fluid that had collected around the pericardial space. They watched it for about 10 minutes and then they gave them protamine. After they watched the patient for another 10 minutes. The patient was discharged to the post care unit and remained in stable condition.